Manufacturer narrative:
Device UDI number unavailable. Initial reporter last name was unknown. A medtronic representative (rep) went to the site to test and service the equipment. It was determined that the problem was not with the axiem box, so the replacement axiem box was returned to medtronic unused. The axiem communication cable was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The axiem communication cable was returned to medtronic for analysis. Analysis found that the cable jacket had separated at the lemo connector exposing the shield wire which was also severed. A continuity test revealed an open at pin 4 of the usb cable. Analysis found that the reported event was related to physical damage. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a site representative was setting up for a case and the axiem box was not communicating with the navigation system. There was no patient present when this issue occurred. It was initially reported that the site representative swapped to another axiem box and it worked with no difficulty. However, a medtronic representative followed up with the site representative and the site representative clarified that he tried the original axiem box that was having the communication error on other systems at the site and it functioned as intended. Therefore, it was determined that the problem was not with the axiem box. It was later reported by the medtronic representative that the issue was resolved by replacing the axiem communication cable.